Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a local non-baxter qualified technician. The technician performed unspecified troubleshooting. No information was provided suggesting any defect or malfunction of the used machine could have caused any uf deviation or malfunction of the alarm triggering system. Also, there is no indication that an alarm was generated suggesting that the reported uf deviation was within specifications or if the alarm was triggered at all. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an excessive ultrafiltration event occurred on an ak 98 machine. After one hour of hemodialysis therapy, a deviation was found between the actual and the preset dehydration amount. The patient developed hypotension; however, no treatment was reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.